Event description:
The use of masks causes me to have a headache-every single time I have to wear one for any amount of time over 30 minutes. The lack of oxygen and not being able to exhale toxins is clearly causing health issues. Company: numerous. FDA safety report ID#: (B)(4).